Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned per facility policy.